Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was not properly fitting the pump during the load process. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to successfully load a cartridge onto the pump.